Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dizziness, and when checking their pulse at home, it sometimes measures in the forties. It was noted that electrograms (egm) showed possible, occasional t-wave oversensing (twos) post-pace. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.